Event description:
Reference number (B)(4). Event occurred in netherlands. The patient mother reported that the patient experienced high blood glucose levels on (B)(6) 2025. The patient mother also reported that the patient went to emergency room (ER) and admitted to hospital for less than 24 hours on (B)(6) 2025 and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 432 mg/dl. The patient had ketone bodies which were above 64 mmol/l and the main reason for hospitalization was high blood glucose levels. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-07222), was submitted on 28-april-2025. However, based on the investigation and clinical review performed/done on 18-jan-2026 and 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.